Manufacturer narrative:
(B)(4). The device was not available for evaluation. The home patient stated she disconnected and then reconnected was confused as to whether or not she closed her clamps properly. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during fill one on a homechoice (hc) machine, it was reported that the home patient (hp) had disconnected and reconnected to the setup and was confused as to whether or not she properly closed the clamps. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.